Event description:
It was reported that during surgery on (B)(6) 2013, the end that connects to drill was loose and disconnected from drive shaft. About 10-15 minutes added to surgery as a result of this event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for lot # 6877108 revealed the drive shaft ¿ minimum 520mm length ¿ for use with ria was manufactured by criterion tool & die. (B)(4). The parts conformed to all requirements. The certificate of compliance (c of c) was dated (B)(4) 2012. 59 parts were released to the warehouse on (B)(4) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis the device was tested for mountability with a known functional 532.015(lot#1001) large quick coupling sample. The returned drive shaft connected/locked and remained locked with significant load applied then disconnected/released with no resistance when the coupling was in the release attitude. This test was repeated 10x with no evidence of will not hold. It is likely that the user did not follow the connect/release instructions provided in the technique guide for large quick coupling use. It is determined that the 314.743 drive shaft is suitable for its intended use from a design perspective.

Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: a device history review was completed. Review of synthes device history records for lot # 7004946 revealed the drive shaft ¿ minimum 520mm length ¿ for use with ria was manufactured by criterion tool & die. Po # (B)(4), dated 3/19/2013 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision ¿l¿ on 3/20/2013. Parts conformed to all requirements. The certificate of compliance (c of c) was dated 3/12/2013. (B)(4) parts were released to the warehouse on 3/22/2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The drive shaft ¿ minimum 520mm length ¿ for use with ria was made to the drawing (B)(4) released on 3/29/2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device was used for treatment, not diagnosis. Original lot number reported as 6877108. Lot number corrected to 7004946. The results of the manufacturing evaluation show that due to an unknown cause, the drive shaft assembly reportedly does not connect well with the quick coupling. The material of the shaft was determined to be within specification, the hex feature, coupling grove, grove position and coupling diameters are all within specification. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.